Event description:
An alarm issue was reported with the adc device. A customer reported low glucose alarm failed to trigger and the customer experienced sweating, seizure, and a loss of consciousness. The customer was unable to self-treat and the customer was administered glucagon injection by the wife. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarms were successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A customer reported low glucose alarm failed to trigger and the customer experienced sweating, seizure, and a loss of consciousness. The customer was unable to self-treat and the customer was administered glucagon injection by the wife. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. The low glucose threshold in the alarm settings was set to 100 mg/dl. The sensor was activated with a retained reader and current was applied to simulate the sensor being on the body. A low glucose alarm was successfully activated, therefore this complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A customer reported low glucose alarm failed to trigger and the customer experienced sweating, seizure, and a loss of consciousness. The customer was unable to self-treat and the customer was administered glucagon injection by the wife. No further information was reported. There was no report of death or permanent injury associated with this event.